Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 37 mg/dl at the time of the event. On a separate occasion the customer was treated by paramedics for a blood glucose reading of 35 mg/dl. Troubleshooting was performed. The insulin pump was programmed correctly, and the customer's doctor has lowered his basal rates after the most recent event. The customer stated that he may have over bolused for a correction bolus. The customer also stated that lifestyle changes may have contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.